Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 10. Implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.